Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694765 implantable defibrillation lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock for a rapidly conducted atrial fibrillation. There is t-wave oversensing on the right ventricular lead. Both the device and lead remain in use. No further patient complications have been reported as a result of this event.